Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging he was unable to test because his onetouch ultrasmart meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred ¿a couple of weeks ago, monday in the morning¿ prior to contacting lfs. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported a couple of days after the alleged issue occurred he had symptoms of ¿increased urination.¿ the patient denied receiving any treatment for the reported symptoms. At the time of troubleshooting, the cca was unable to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/30/2013 and 8/1/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.